Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who stated that one of the legs of the unit "snapped off," which reportedly caused her to "fall over the tub" and "[injure] entire right side." The end user reportedly treated her injury with ice packs and lidocaine patches. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.